Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, a vasoseal elite was deployed without incident. Approximately twenty minutes post deployment, redness and mottling was noted over the entire right leg. The pt denied feeling any discomfort. The groin site was unremarkable except for the redness and mottling that was present over the entire leg. The pt was given IV steroids and the erythema resolved within forty-five minutes. The pt had known latex allergy and precautions were taken to avoid reaction. No further complications were reported.